Manufacturer narrative:
H10: h3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed the lid and bezel are scratched. Functional evaluation revealed the unit does not turn on, the power supply led's do illuminate when plugged in. The units power supply fans spin when the power button is pressed. The unit was opened and found no issues. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the identified malfunction, include a defective power supply or power entry module. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the werewolf won't turn on when it was plug in. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.